Event description:
The customer alleged the ventilator's audio alarm was not loud enough, sounded low. The nellcor puritan-bennett customer support engineer inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. It is not verified that the audio alarm failed to alarm in any way or was not able to be heard from a distance, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.